Event description:
Additional information received confirming that the type ia endoleak was sealed at the conclusion of the re-intervention on (B)(6) 2019 and the patient is doing well. In addition, clinical assessment identified that the initial case was off-label due to use of a non-endologix stent, the type ia endoleak was intraoperative and occurred at the initial implant, and aneurysm growth of 6mm and crown separation were also present at the time of the reported event.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type ia endoleak. In addition, clinical assessment determined that there was evidence to reasonably suggest that the type ia endoleak was also present at the initial implant procedure, and was resolved with a non-endologix proximal extension; this observation was discovered during review of the implant angiogram. A crown separation and aneurysm sac growth (6mm) were also identified that were not included in the event as reported, and were discovered during review of the 5-month CT scan. The event is most likely user-related due to the use of a concomitant stent at initial implant (off-label). Procedure-related harms for this event could not be determined. The final patient status was reported to be doing well post secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx2.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx2 bifurcated stent graft was implanted to treat an abdominal aortic aneurysm (aaa). Approximately six (6) months post op, a type ia endoleak was identified. Re-intervention was completed with two afx vela suprarenal extensions and two ovation ix limb extenders.